Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in february 2010 and performed to specification up to the 18th november 2012. The device failed a self test due to a low battery on 25th november 2012 and remained in fault mode until 3rd december 2012. A further pad-pak was installed on the this date and the device performed to specification up to the 8th february 2015. Multiple manual power ups of ten minutes duration were observed in the device memory between 12th february 2015 and the last log entry on the 5th may 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs, the excess current drain and the device witnessed switching itself on would confirm a failing membrane. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device malfunctioned, because the pad unit powers on without manual intervention.